Event description:
The manufacturer received information alleging dust-like particles on the f guard filter on the respirator side of a trilogy evo o2ventilator. There was no harm or injury reported. There was no allegation of device malfunction. The device was in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of black powder-like residue was observed on the ventilator side of the bacterial filter was confirmed. Upon disassembly and visual inspection of the unit, black powder-like residue was confirmed accumulated along the flow line from the blower assembly to the air outlet. Therefore, the blower assembly and flow sensor were replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).